Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead integrity alert (lia) tones triggered for oversensing and non-sustained ventricular tachycardia episodes. It was also noted there was no noise present and the patient claims not to be around any electromagnetic interference sources. The lead remains in use. No patient complications have been reported as a result of this event.